Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, non-calcified, proximal left anterior descending (lad) artery. After pre-dilatation was performed from proximal to mid lad the 3.5 x 33 mm xience pro x stent delivery system was being advanced through the guiding catheter when resistance was felt inside the catheter resulting in a proximal shaft separation. The device was removed from the patient and a new xience pro x was used to complete the procedure successfully. Post-dilatation was performed and the final angiographic result at the end of procedure was good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.